Manufacturer narrative:
It was reported by the doctor that the implant was placed in (B)(6) 2016 and explanted in the month of (B)(6) 2016 as the patient complained of pain. Some swelling and granulated tissue was noted at the implant site. However, the pain was removed after treatment with antibiotics. The patient is stated to be doing fine and successfully received another implant at a later date. Also, it was stated by the doctor that the implant came out clean with no noticeable surface changes. The complaint product is yet to be returned for evaluation and investigation. The DHR was reviewed based on the provided lot number and no discrepancies were noted with any processes related to the manufacturing of the implant. A follow up report will be submitted after completion of the evaluation and investigation of the returned product. Also,failure to osseointegrate is a well known inherent risk of the procedure.

Event description:
The dentist reported that the implant was implanted in the (B)(6) 2016 and was explanted in (B)(6) 2016 as the patient complained of pain. Upon follow up, it was stated that the implant was placed in tooth #3 and had type iii bone. The doctor observed swelling and granulated tissue at the implant site. Also, the implant was stated to be freely rotating and mobile, so the doctor then extracted the implant. The infection at the implant site was treated with penicillin and patient is reported to be doing fine. In addition, it was also stated that the implant came out clean with no noticeable surface changes. The patient was stated to have successfully received a replacement implant at a later date and is said to be doing well.

Manufacturer narrative:
Additional information: section d d3: manufacturer information updated to reflect the most current information. Section g g1: all manufacturers information update to reflect the most current information. The device investigation has been completed and the results are as follows: device history record(DHR) results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product results: the complaint cannot be verified and the returned product does not match the product in the complaint. Returned sample(s)/device results: the returned implant was visually inspected and determined to be an inclusive tapered implant 4.7mmd x 11.5 mml x 3.5 mmp using the radiographic template. This is not the same product as the complaint(inclusive tapered implant 3.7mmd x 10 mml x 3.5 mmp). No defector non-conformity was observed on the returned device (inclusive tapered implant 4.7mmd x 11.5 mml x 3.5mmp). Investigation results: the returned part was inspected and evaluated visually. This is not the same product as the complaint. The DHR was reviewed for the product specified by the customer. No evidence indicates that the failed implant(inclusive tapered implant 3.7mmd x 10 mml x 3.5 mmp)specified by the customer was defective as packaged. No evidence indicates that the implant (inclusive tapered implant 4.7mmd x 11.5 mml x 3.5 mmp)returned by the customer was defective as packaged. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.